Event description:
It was reported that the right ventricular lead exhibited noise; the lead was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2015 indicates the lead continued to exhibit noise.